Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.

Event description:
It was reported patient tried to use incheck twice during a week and was not able to cardiovert. The patient and spouse were not sure if there was a problem with the incheck. They have had no problem using that in the past. The patient has been checking for af (atrial fibrillation) daily. Patient confirmed in af, green light flashed and then stopped, didn't reflect option to shock. Patient waited an hour, attempted again, showed in af, button showed to cardiovert, pressed button, light flashed and then just stopped. Patient indicated same happened before and understood criteria for shock was not met. Patient indicated this is stressful and has history of vf (ventricular fibrillation). Patient has not seen low battery light. Followup indicates that atrial fibrillation that occurred had met the criteria for shock. The patient also experienced sinus bradycardia with premature ventricular contractions. The patient did receive a 35 joule shock for the af. No patient complications reported.